Manufacturer narrative:
Pump passed displacement test, self -test, active current measurement and sleep current measurement. No damage in the keypad assembly noted. J1 connector on pcba 1 was inspected and properly connected. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts listed in the pump trace download. Battery cycle 5.0 received the low battery alert (104) on 06/01/2025 14:36:00 after more than 7 days at 13.69 days. Battery cycle 3.0 received the low battery alert (104) on 05/09/2025 18:37:01 after more than 7 days at 12.84 days. Battery cycle 2.0 received the low battery alert (104) on 04/26/2025 22:31:00 faster than expected at 1.07 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. However, unit received with moisture damage at electronics assembly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: missing display window cover and cracked fading serial number label. The p-cap/reservoir does lock properly. No low battery alert or failed battery alarm noted during testing and no unexpected low battery alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit was not confirmed for blank display or unresponsive keypad. However, unit received with moisture damage at electronics assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm, battery failed alarm and a replace battery now alarm without a prior low battery alert. The customer also reported a blank display on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery now alarm and the new battery did not resolve the issue. Troubleshooting was performed for the battery failed alarm and the issue was not resolved. Troubleshooting was performed for the keypad anomaly and blank display and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per healthcare professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.